Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v732123, implanted: (B)(6) 2011, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension.

Event description:
The patient reported a loss of therapy. The patient reports return of symptoms, and she had to catheterize herself again. The patient does feel stimulation. Patient said stimulation had changed, she was feeling it more toward the anal area, compared to the vaginal area. She had tried to change programs and adjust stimulation, but it's not helping. A fall was reported that could be related to this issue. She fell several weeks ago and it cause her brain to bleed, and 2 vertebrae to move. There was a sudden change in therapy/symptoms. Event date was (B)(6) 2015. Patient lost relief after her fall 3 weeks ago. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation.

Event description:
Additional information was received and it was reported that the patient fell end of (B)(6) 2015 and since then she has not felt stimulation. The patient reported that their doctor had not taken x-rays yet to check the leads. The patient also reported that she has had 2 urinary tract infections since (B)(6) 2016.

Manufacturer narrative:
Reason for follow up: UDI was left off of previous reports.